Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 500 mg/dl. The customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization is she went into diabetic ketoacidosis because she had a heart attack. Customer blood sugar got stable and stayed in the hospital for 3 to 5 days. Customer was wearing the pump at time of hospitalization.